Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The patient's venous needle pulled out during a routine hemodialysis treatment. Rinseback was not performed due to the loss of the venous needle, resulting in an estimated blood loss of 230cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to issues with the patient's venous access needle and not performing rinseback. Facility staff has been notified. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.